Manufacturer narrative:
Patient information: unknown, information was requested but not provided. If explanted, give date: not applicable as the device remains implanted. Initial reporter name and address: email address: unknown/not provided; telephone number: (B)(6). PMA/510k: this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. The lens was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was found to be cracked at the center after opening in the eye during implantation. That the lens was implanted by being pushed at the rear of lens as usual, and when opening in the eye, a scratch, deep scar was observed at the center of the lens. The doctor informed the patient of the issue after the surgery; however, the patient did not complain of any problems with the lens; therefore, the physician has taken a wait-and-see approach. No enlarged incision, no unplanned vitrectomy and or sutures required. There was no capsular laceration and no patient injury reported. The product is not returning as the lens remains implanted with no complaints from the patient. It was noted that healon was used for viscoelastic and that there was no damage to the tip of the cartridge. The device was prepared and used as usual. No further information was provided.

Manufacturer narrative:
Corrected data, in review, it was noticed that a5 was inadvertently entered in the section "h10" of the initial MDR report which is incorrect as the a5 (not hispanic/latino, asian) boxes had already been marked. Therefore, this supplemental MDR is addressing that as a correction. Additional information: no complaint product returned for evaluation. The customer provided photo was reviewed by johnson & johnson subject matter expert (sme), who determined that "it can be observed a mark/crack in the center of the lens optical portion, the mark has triangular shape which measures approximately 1.5mm x 1.5mm x1 mm". The potential root cause and clinical impact on the patient cannot be determined from a photo assessment. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.